Event description:
During procedure for robotic roux-en-y gastric bypass, the stapler was deployed by surgeon. The staple line did not hold and was noted to be open when surgeon fired the second stapler.